Manufacturer narrative:
Manufacturer's investigation conclusion: low flow events were confirmed in the evaluation of the submitted log files; however, a specific cause for the events cannot be determined through this evaluation. A direct correlation between the device and the reported hypovolemia could not conclusively be determined through this evaluation. The submitted log files contained overlapping data from (B)(6) 2020 12:21:33 through (B)(6) 2021 15:30:18. Transient low flow alarms were captured on (B)(6)2020, and (B)(6) 2021, when the pump flow dropped below the low threshold of 2.5lpm. Pump flow dropped to as low as 2.3lpm. Prior to and after the low flow hazard alarms, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for the low flow hazard alarms could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate ii lvas. The hmii IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explain that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 23aug2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Onset of outflow graft stenosis reported under MFR report number 2916596-2021-01145.

Event description:
It was reported that the patient was admitted with increased frequency of low flow alarms, especially when lying on right side. A diagnostic computer tomography was done on (B)(6) 2021. The patient had a known outflow cannula stenosis and a stent was placed on (B)(6) 2021. The logfile review captured low flow events throughout the event history. The patient's echocardiogram was normal. The patient was a dialysis patient. The low flow alarms decreased with food intake. There had been no low flow alarms since the stent was placed.